Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with minor scratch on lcd display window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on screen. Customer also stated that the scratches were interfering on blood glucose value was when displayed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.